Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that after the procedure, she was feeling a painful amount of pressure. It has gone away and was now much better. On (B)(6) 2018, the patient reported that her symptoms seem to be getting worse and she thinks she may have a bladder infection. On (B)(6) the patient stated it was confirmed that she does have a bladder infection and she was currently on medication. There were no further complications or anticipations reported with this event.